Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 52.3-52.7 cm from the connector pin, consistent with lead friction to another device or heart feature. Internal insulation abrasion was noted at 33.0-34.0 cm from the connector pin. The etfe coating was intact at these locations.

Event description:
It was reported that the rv lead was explanted due to a suspected malfunction.